Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The delivery catheter will be return for analysis. Further information will be provided.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the proximal part of the trunk ipsilateral leg endoprosthesis was deployed, the repositioning was performed using the constraining system. After the repositioning of the trunk, the physician attempted to reopen the proximal part of the trunk with turning the gray constraining dial counterclockwise. However, the proximal part of the trunk was not reopened completely. The physician repeated the reopen procedure, but it was not successful. The physician removed the constraining mechanism slowly. Upon the constraining mechanism was removed, the proximal part of the trunk was opened completely. The physician attempted to cannulate to the contralateral gate, but to deploy the ipsilateral leg first, because the blood leakage from the trunk handle was approximately 50 ml. No transfusion was required. The ipsilateral leg was deployed and the delivery catheter of the trunk was removed. The physician cannulated to the contralateral gate successfully and deployed stent grafts. The patient tolerated the procedure. Reportedly, the physician didn't use the back-up mechanism. He just followed the IFU instruction for "optional repositioning of trunk-ipsilateral leg endoprosthesis". It is unknown what caused the deployment difficulty. It was mentioned that due to the leak from the trunk handle, the ipsilateral deployment was hurried.

Manufacturer narrative:
Evaluation summary - the gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt311413j/17314543) was returned for analysis. Initial investigation involved visually inspecting the returned components, consisting of the delivery catheter and its handle, the detached constraining mechanism and the detached 2nd deployment knob. The constraining mechanism was visually inspected. The red safety lock was able to be activated. The black nut guide was found completely advanced to the unconstrained position and was able to be moved to the fully constrained position by rotating the grey knob. The compression spring and the constraining loop were also inspected and no abnormalities were found. Engineering removed the handle spine covers and the spine was examined. No abnormalities were noted. The tuohy-borst valve appeared to be aligned with the spine and fully tightened, however a large quantity of dry blood was observed inside and around the valve. The septum appeared to be intact with no obvious damage. The glue ports and guide-wire trough were inspected and are filled with glue. The catheter at the junction with the handle was examined and no dried blood was observed in the junction. Green dyed water was pressurized though the septum into the manifold area to determine the location of the reported leakage (the catheter was clamped distally with hemostats in order to allow for pressurization). No leak from the manifold lid was observed. Based on the findings from this evaluation, the reported observation that while attempting to reopen the proximal end of the trunk by turning the gray constraining dial counterclockwise, the proximal end of the trunk would not reopen completely could not be confirmed. Further, the observation that upon removing the constraining mechanism, the proximal end of trunk completely opened could not be confirmed. Additionally, the observation that blood leaked from the trunk handle could not be confirmed, but a large quantity of dry blood on the inside and around the tuohy-borst valve was observed. The likely cause for the reported inability to unconstrain the device could not be determined with the available information. Additionally, the likely cause for the reported blood leakage from the trunk handle could also not be determined with the available information. Conclusion code updated.